Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board and oxygen blending module board were replaced to address the issue. In addition of the above evaluation, the device's front enclosure, rear enclosure, base enclosure and handle all had cracked plastic also the handle o rings, and the ac connector rubber was perished and split, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.